Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff of this aus needed to be downsized because the patient's urethra was significantly smaller, so the cuff was no longer working. The device was explanted and replaced. There were no additional patient complications.

Manufacturer narrative:
Correction: h6 patient codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff of this aus needed to be downsized because the patient's urethra was smaller, so the cuff was no longer working. The device was explanted and replaced. There were no additional patient complications.